Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the patient was still in pain and the stimulator was not helping him because it was not working. The patient threatened to have the implant removed. The patient was advised to have their healthcare professional (hcp) schedule an appointment with a manufacturing representative (rep). Further follow-up is still being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that they were having a problem with the device. It was not working and it would not charge. There was no stimulation sensation. The last successful recharge session was two weeks ago. After attempting a recharge session a reposition antenna screen was reported. Repositioning the antenna did not resolve the issue. There was unsuccessful communication. They did not have another external device to try communication. The patient did not have batteries for the patient programmer (pp). It was noted that the device was charged very well and he felt stimulation before this issue. This issue occurred in (B)(6) 2015. Further follow-up is being conducted to determine what steps were taken to resolve the loss of stimulation. If additional information is received, a follow-up report will be sent.